Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician did not feel that the vessel was fully occluded and started to deflate the occlusion balloon. Before the occlusion balloon was fully deflated the physician started to reinflate it. The occlusion balloon then deflated. The physician was unable to aspirate the vessel because of the loss of the occlusion. The device was removed and the case completed. The patient is reported to be fine.